Manufacturer narrative:
Device was rebooted to address the issue. Device evaluated by reporting facility.

Event description:
The manufacturer received information alleging a ventilator's display froze after software upgrade. The device was not in patient use. During the evaluation of the ventilator at the manufacturer's service center, the customer's complaint was confirmed. The device was recalibrated to address the issue.